Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving unspecified high readings from the adc freestyle libre 2 sensor. The customer became hypoglycemic, experienced seizure, lost consciousness, and subsequently fell on a glass door. While unconscious, the customer was treated with oral glucose by wife and taken to the hospital. The customer had an x-ray performed, stitches applied, and was provided with a wheelchair, pain medication, and bandages. The customer was hospitalized for an unspecified length of time. No further diabetes-related treatment was reported. There was no report of death or permanent injury associated with this event.